Manufacturer narrative:
Results: the penumbra system ace 64 reperfusion catheter (ace 64) was kinked approximately 55.0 cm from the hub. Conclusions: evaluation of the returned device confirmed that the ace 64 was kinked. This type of damage typically occurs due to improper handling during removal from the packaging. If the ace 64 is withdrawn from its packaging shell before removing the tubing tray, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed that the penumbra system ace 64 reperfusion catheter (ace 64) was kinked upon removal from the packaging. The kinked ace 64 was noticed prior to use and therefore, it was not used in the procedure. The procedure was completed using a new ace 64.